Manufacturer narrative:
(B)(4). Date sent: 8/10/2023. D4 batch # unk. B3: only event year known: 2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure when removing the cdh29p from patient after firing the device, the device pulled the anastomosis and tore it apart - surgeon suggest that the suture from the clamp and anvil was not cut by the blade of cdh device and therefore pulled the anastomoses and opened it - took some time to repair - had to do another transection and anastomosis to complete the procedure there was a surgery delayed due to the reported event. The surgeon had to redo the anastomoses. The procedure was successfully completed .

Manufacturer narrative:
(B)(4). Date sent: 8/22/2023. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Answer : all I know is patient is doing well and not in hospital - sorry not sure about changes to post op care.